Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: product ID: 97755, serial/lot #:(B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was reason for call pt reported she had this problem before.  Pt stated she is seeing "try again. Recharger is not finding the device. Pt stated sometimes she can reset the battery and it works again. Pt stated she is connected with excellent quality but the quality will disappear or the quality will not maintain contact. Pt reported seeing a message "having problems with recharging" pt stated the paddle cord burned her last night when she was recharging and the relay box on the recharger (rtm) cord is getting really hot for the past 2 weeks. Pt stated last night was the first time she was burnt by the rtm cord. Pt stated she did not have any marks on her skin and she did not have to seek medical attention. The issue was not resolved. A new recharger was requested.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type: recharger. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed a failure, no device found. No anomalies were visually observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via patient letter. Patient confirmed the issue of recharger overheating have been resolved. Patient 's weight at time of event was 155 pounds.

Event description:
Information was received from a patient. The reason for call was starting probably 5 weeks ago the pt kept trying to move it to get it to work to charge the ins. Pt did not know if the issue was with the battery or cord again. It took forever to charge the ins for it kept going off of good or excellent so many times. They got just recharging without showing a quality and then it was not recharging. If they were not getting excellent or good they had to reset the controller and sometimes a few times. They also blew into the controller all the time. When starting a ins charge and get checking for recharge it will get stuck on it and had to reset the controller. During call when pt was examining the rtm they noted the part where it comes out of the antenna at the base looked like the cord was cut (agent understood they were describing the normal design of the rtm). Pt then verified no damage to the controller charging port and blew into the port. Pt reset the controller and attempted to recharge the ins, the pt was recharging. Pt noted that when they held the rtm with their hand they got excellent and if they were to put it to the side they got good then recharging. The I ssue was not resolved. An email was sent to the repair department to replace the device. Pt mentioned previous call, stating they had a problem with the cord part and they swapped it out; pt thought the issue was it was going in and out charging and not charging. Pt got a hot spot and burnt their skin (did not leave a mark); pt talked to mdt employee was sent a letter in the mail.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6): product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.